Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient is new to pd therapy and has a past medical history of generalized hypersensitivity reaction with report of ongoing skin rash. The patient¿s pd culture did not generate any organism growth, indicating the event is likely not a bacterial infection. However, the patient¿s repeat pd culture did have an elevated eosinophil count. Eosinophilic peritonitis, while rare, is known to be attributed to allergic/hypersensitivity/inflammatory reactions to pd therapy. Given this is the patient¿s second eosinophilic peritonitis (without an identified bacterial source) since beginning pd therapy on (B)(6) 2022, the event is likely to be an inflammatory/hypersensitivity response to pd therapy. Currently there is no allegation nor any objective evidence that the hypersensitivity response is due to a liberty cycler set malfunction or product deficiency. The peritonitis is likely a response to a patient/pd therapy biocompatibility related issue.

Event description:
During follow-up for a previously reported peritonitis event a peritoneal dialysis nurse (pdrn) reported a peritoneal dialysis (pd) patient experienced symptoms of cloudy pd effluent. The nurse reported as a result, the patient was seen in the outpatient pd clinic on (B)(6) 2022 and a pd culture was obtained. The pdrn reported that the pd culture generated an elevated lymphocyte count, result unknown, but did not have any organism growth. The patient was treated with intra-peritoneal (ip) vancomycin, dose not reported on an outpatient basis. The cause of the patient¿s peritonitis was suspected to be the result of a hypersensitivity/inflammatory reaction to pd therapy. The nurse stated the patient has a past medical history of generalized hypersensitivity with pre-existing skin rashes, and the previously reported peritonitis event. The nurse stated that because of a suspected biocompatibility issue, from two episodes of eosinophilic peritonitis, the patient is not likely a good candidate for pd therapy. It was reported the patient is expected to be transitioned to hemodialysis modality.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During follow-up for a previously reported peritonitis event a peritoneal dialysis nurse (pdrn) reported a peritoneal dialysis (pd) patient experienced symptoms of cloudy pd effluent. The nurse reported as a result, the patient was seen in the outpatient pd clinic on (B)(6) 2022 and a pd culture was obtained. The pdrn reported that the pd culture generated an elevated lymphocyte count, result unknown, but did not have any organism growth. The patient was treated with intra-peritoneal (ip) vancomycin, dose not reported on an outpatient basis. The cause of the patient¿s peritonitis was suspected to be the result of a hypersensitivity/inflammatory reaction to pd therapy. The nurse stated the patient has a past medical history of generalized hypersensitivity with pre-existing skin rashes, and the previously reported peritonitis event. The nurse stated that because of a suspected biocompatibility issue, from two episodes of eosinophilic peritonitis, the patient is not likely a good candidate for pd therapy. It was reported the patient is expected to be transitioned to hemodialysis modality.